Manufacturer narrative:
The lot number for the device was not provided, a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for material deformation, perforation of the inferior vena cava and filter migration. However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 2220j vena cava filter allegedly experienced migration, perforation, tilt and material deformation. The information was received from a single source. This malfunction involved one patient with no patient consequences. The female patient is (B)(6). Weight of the patient was not provided.